Event description:
It was reported that during a training session they were running, they noticed the water temperature would not drop as expected. As per review of wo on 29apr2023, date of event occurred was 21apr2023. As per follow up information received via email on 05may2023, the water temperature reading was around 25 and did not move. The issue was not resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed due to a faulty mixing pump. The faulty mixing pump has been replaced. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a training session they were running, they noticed the water temperature would not drop as expected. Per review of wo on (B)(6) 2023, date of event occurred was (B)(6) 2023. Per follow up information received via email on (B)(6) 2023, the water temperature reading was around 25 and did not move. The issue was not resolved.